Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose was 106 mg/dl. The cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.